Event description:
A micro drill medium straight attachment was sent for eval due to overheating. The event occurred prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device has not been received for eval. Additional info will be submitted once the device is received and the quality investigation is completed.